Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement

Event description:
Case ID: (B)(4). Case status: open. Summary: wrong data set on unit. Case notes: problem description: 01/31/2018 09:41:43 (B)(4). Npi sn # (B)(4). Customer (B)(6) called in for help on 8015 unit is not picking up the correct drug library. Had customer connect unit to the asm software they are wireless confirm his profile then had him to transfer network config. Back onto unit and unit is still picking up old data base check customer profile and he three setup all three same name for profile walk customer steps to create new profile 4 and set that profile as active package. Then we export & import network file off good working unit that has the correct drug library. Then I had customer to connect unit to asm software with the wrong drug library then transfer network config onto unit once complete had customer power unit off back on in normal mode check network status, netw address and server status all connected. Look at drug library shown pending and start picking up correct data set customer is ok now with correct drug library. And units are working now. Ir case # (B)(4).